Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. On 10/01, pt's blood glucose was 228 and 168 mg/dl. Tests were done 10 mins apart. Pt did not experience any adverse events. No further info has been reported.